Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "internal comm failure 1474" and "power-on self-check failure 1485" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The reported malfunction was observed while attempting to calibrate the device. The device needs to be in the "off" position to perform this function as indicated in the user's manual. This claim has been closed as device meets specification. No trend is associated with reports of this type.